Manufacturer narrative:
The biomedical engineer reported that the transmitter's batteries were heating up. The biomedical engineer replaced the batteries, which resolved the issue. There was no physical damage or fluid intrusion. The device was in use on a patient; however no patient harm was reported. The customer was provided with an exchanged device. The batteries required for this investigation were not returned. New batteries were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which, per an nkc investigation on a similar incident, is indicative of improper battery insertion. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The biomedical engineer reported that the transmitter's batteries were heating up. The biomedical engineer replaced the batteries, which resolved the issue. There was no physical damage or fluid intrusion. The device was in use on a patient; however no patient harm was reported. The customer was provided with an exchanged device. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the transmitter's batteries were heating up.